Event description:
The customer reported that the device separated and leaked at the upper blue filament. There was no report of pt harm or medical intervention. No add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Unable to determine the cause of the customer's reported separation and leak because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.